Manufacturer narrative:
Based on the initial escalation analysis, sensor replacement was authorized due to deviation in the system performance from normal behavior. However, sensor was not received before the closure of this complaint. Dms analysis revealed that since insertion there was some initial instability observed potentially due to early wear/adjustment, and there was noise in the sensor readings. The customer was suggested to continue using the system through day 21 while the system stabilizes. The return product investigation was not possible as the RMA was never received. B4.date of this report 16 july 2024. G3.date received by the manufacturer? 09 july 2024. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 19, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.